Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements and low pace impedance measurements that remained within normal limits. Upon review, technical services (ts) determined the shock impedance measurement spiked high while the pace impedance measurement dropped low suddenly and noted that there is no evidence of lead noise and the threshold has remained stable at 0.5 volts. Ts recommended further evaluation in clinic with pocket manipulation, isometric testing, and serial impedance monitoring. Lead revision is recommended if shock impedance measurements remain high and out of range consistently. No adverse patient effects were reported. This rv lead remains in service.